Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 492189, expiration date 06/30/2015). (B)(4). Product was not returned.

Event description:
Customer received a result of 8 mmol/l on the mobile system and a result of 3 mmol/l on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. He drank some coke and ate chocolate and low blood glucose symptoms improved. Sometime later, the customer tested 14 mmol/l on the mobile system and 4 mmol/l on the aviva system within 10 minutes. No adverse event related to the device was reported. Requested return of suspect device.